Event description:
A dynaflex device was implanted, date not provided. The entire device was removed from the pt on 8/28/97 due to fluid loss. An ambicor device was implanted. Unable to obtain add'l info.